Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) over 547 mg/dl with symptoms of dehydration (dizzy, lightheaded), extreme thirst, extreme drowsiness and a large level of ketones associated with an alleged call service alarm issue. The patient had the high bg while at school and was sent home. A syringe was used to give the patient 2 units of insulin and the patient drank a lot of fluids and their bg level began to decrease. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined the patient¿s adverse event was associated with a training/misuse issue; animas customer support provided education on the call service 064 alarm. The alarm occurred during the prime/fill cannula step. While troubleshooting, the report was to change the infusion set site, the infusion set and the cartridge. Once the change was made, the patient was able to complete the full rewind load and prime and reattach the pump to continue with normal diabetes management. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with use error; no pump malfunction was indicated.